Manufacturer narrative:
During the manufacturing process, samples are inspected from each lot of vasoseal elite to assure that there are no deviations from the specs. We have reviewed the manufacturing records of this lot of vasoseal elite. Our review of these records indicated no deviation from spec for this production lot. The product was returned and evaluated by pur quality dept. Only the temporary artertietomy locator was returned for eval. The locator was returned with its handle in the closed position (j segment retracted). The handle could not be moved in order to deploy the j segment. The skive hole (exit for j segment) on the locator was damaged. The striping distances and the overall length of the locator in its closed position measured within spec. The locator was dissected and examined and it was noted that the j segment was broken off at the crimp junction. The j segment being found in the tissue tract is an indication that the j segment may have been deployed in the tissue tract as opposed to the artery. Deployment of the j segment in the tissue tract is technique related and is specifically due to the positioning of the locator and the arterial puncture angle. There are two possible causes for the j segment to break off: if the j segment was pulled into the tissue tract it would cause the j segment to fold over on itself and weaken the j segment at the crimp junction. Attempting to retract and/or manipulate the folded j segment would further weaken the j segment at the crimp junction and causer the j segment to break off. If the j segment was pulled into the inner lumen of the tissue dilator it would cause the j segment to bend at the crimp junction. An attempt to retract the bent j segment would weaken the j segment at the crimp junction and cause the j segment to break off. For further vasoseal elite deployments, the customer will be referred to the instructions for use which outlines the deployment technique.

Event description:
It is our understanding that following a diagnostic catheterization procedure on (B)(6) 2004, a vasoseal elite was deployed. Some time between inserting the locator and attempting to deliver the collage, the j segment broke off in the tissue tract. The collagen could not be deployed. During manual pressure the j segment was felt in the tissue tract under the skin. The j segment was removed without any further complications. The device was returned to datascope for eval.